Event description:
It was reported that when the patient presented in clinic for routine follow-up, a message "diagnostics cleared due to invalid data" was observed. Patient did not report any emi exposure. The diagnostics were cleared and the device was interrogated normally. It was discussed that the device should continue to collect information normally from this point on.